Manufacturer narrative:
This lead was later explanted due to therapy upgrade. At this time, the lead has not been returned. If additional information is received or returned product analysis is completed, this investigation will be updated.

Event description:
It was reported that this implantable defibrillation lead exhibited noise with oversensing on the pace/sense portion that resulted in pacing inhibition for approximately two seconds. In addition, there was one stored episode with inappropriate anti-tachycardia pacing (atp) and one stored episode with an inappropriate shock. It was noted that the noise did not appear until after a recent left ventricular assist device (lvad) implant. The vt-1 and vt duration was extended to mitigate inappropriate therapy. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this implantable defibrillation lead exhibited noise with oversensing on the pace/sense portion that resulted in pacing inhibition for approximately two seconds. In addition, there was one stored episode with inappropriate anti-tachycardia pacing (atp) and one stored episode with an inappropriate shock. It was noted that the noise did not appear until after a recent left ventricular assist device (lvad) implant. The vt-1 and vt duration was extended to mitigate inappropriate therapy. No adverse patient effects or symptoms were reported. This lead was later explanted due to therapy upgrade.